Event description:
It was reported that the patient underwent surgery for l4-5 tlif with peek interbody device. The device cracked when the inserter was impacted with a mallet. There were no patient complications.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device, part # 9392507, 510k # k094025 was cleared in the united states. The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specifications.